Event description:
It was reported that during an unknown case, the first device misfired and clips were not holding. A new er320 of different lot number was used to complete the case. It is unknown what type of procedure device was used on and it is unknown if there were any patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.